Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable pulse generator (ipg) while still in the box had reset with elective replacement indicator (eri) notice and that the reset occurred again after clearing. The ipg was not implanted. No patient complications have been reported as a result of this event.